Event description:
Avid medical is the manufacturer of a custom procedure tray ref: (B)(4), cataract pack that includes the following component: cover, back table 44 x 78, ref: (B)(4) manufactured by la ada de acuna, s. De. R. L. De c. V. (Registration: (B)(4)). Avid medical received a complaint on (B)(6) 2019 originated by (B)(4), or (B)(4), (B)(6) alleging that the back table cover was leaving loose fibers on the sterile field and consequently in patient's eyes. The cover, back table 44 x 78 part was available for evaluation. Avid medical issued formal complaint # (B)(4) to the manufacturer per ref: (B)(4), manufacturer lot: ac9029081. No patient injury was reported.